Manufacturer narrative:
H.6. Investigation summary: one sample was received. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap. It has 3ml of solution. The sample was tested for sustaining force from where the rubber stopper was giving 19.6n; after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force it measured 19. 0n. The product specification for sustaining force is 20n. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. H3 other text : see section h.10.

Event description:
It was reported that plunger error occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, ¿the plunger hits a certain point then stops¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, ¿the plunger hits a certain point then stops.¿